Event description:
Consumer stated she had a tampon break apart inside of her and tried to remove all of the cotton pieces. Stated she has experienced some discomfort related to the removal of the tampon, and has scheduled a doctors appointment.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.